Event description:
It was report that the patient fell while riding a bike, and both the atrial and ventricular leads dislodged. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood and tissue/fibrotic growth.